Event description:
Tip of scorpion broke off. During a hip arthroscopy/labral repair procedure, the surgeon went to use a hip length scorpion needle. He tried to insert the needle, however, it would not pass through the tissue. He attempted a 2nd time and felt resistance. Upon observing the needle, it was noticed that the tip had broken off of the device. The tip was located in the hip. However, attempts to retrieve it with a grasper were unsuccessful. The surgeon then used a shaver handpiece to suction out the tip. A fluoroscopy confirmed that the tip was no longer in the pt. Procedure was able to complete.